Event description:
The customer reported that she activated the pod at 4:44 pm on (B)(6) with blood glucose measuring 321 mg/dl. She corrected with a 1 unit bolus. Her blood glucose was 346 mg/dl at 6:00 pm, and 374 mg/dl at 7:12 pm (no corrections were reported at any of these times). The device was deactivated at 08:02 pm. The cannula was bent and had blood around it.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.